Event description:
The distributor reports that the tip of the plug driver deformed while attempting final torque during a lumbar fusion. No adverse effects were reported as a result of this event, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.